Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06704. A review of the monitor's repair history showed the monitor was purchased on march 29, 2014 with no previous repair records. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Indication phenomenon occurred because the main pcb failed. The cause of the main board failure could not be identified as the product was not returned. Although it is speculative, the potential root cause has been determined to be due to normal age-related deterioration after 6 years and 7 months of manufacturing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device will not be returned to olympus for repair or evaluation as per the biomed this device is now obsolete and longer serviced by olympus. No further information is available. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center was informed that during procedure, the high definition liquid crystal display monitor's serial digital interface (sdi) port 1 circuit was damaged and produced no image. The intended procedure was completed as the cables were switched from port 1 to port 2. There was no issues using port 2. No patient injury was reported.